Event description:
Additional information received clarified that the previously reported type iii endoleak was a type iii fabric endoleak.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact type and cause of the endoleak seen at the end of the implant procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Final angio images showed both limbs patent, with contrast blush seen outside the stent graft limbs within the distal aaa sac. The endoleak appeared to originate from the right limb extension, just below the junction of the ipsi limb and extension, where the fabric overlap transitions from two to one layer. The endoleak appeared to have resolved after implant of an endurant limb across the right limb junction. Although it is possible that this was a type iii fabric endoleak, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. It was reported that the final angiogram showed a type iii endoleak from the right limb, which did not resolve with repeated ballooning. The right limb was relined and the event resolved. No additional clinical sequelae were reported and the patient is fine.